Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to interrogate the device was confirmed in the laboratory. After being cut open the device could be interrogated normally. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the reported inability to interrogate the device could not be determined.

Event description:
It was reported that when the asymptomatic patient presented for follow-up, the device could not be interrogated. It was noted that the patient received an unknown patient notifier one month prior. Device was explanted.